Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had not had good therapy for about a year. It was noted that the implantable neurostimulator (ins) was at 2.52 volts with a ¿45/90 split.¿ it was noted that channel 1 was set to 2+, 3-, 8.4v, a pulse width of 60, rate of 30, with 556 ohms and 26 ua. It was noted that channel 2 was set to ¿4+56+¿ pulse width of 60, rate of 30 and 0 volts. It was noted ¿0/3???¿ ¿2/3???¿ and ¿2/7 214.¿ additional information received reported that the patient¿s stimulator was reprogrammed. It was noted that the patient had good coverage when she left the session.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0455161v, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# j0540356v, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).